Event description:
It was reported that there was a lead safety switch (lss) on this cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) analyzed device data and presenting electrogram (egm) and determined that the lss was due to left ventricular (lv) lead pacing impedance measurements that were greater than 2000 ohms, which was out of range. This rise in impedance was found to be gradual. It was noted that this patient experienced diaphragmatic stimulation. Troubleshooting was performed including assessment in different positions while in clinic. No adverse patient effects were reported. Currently, this lead remains in service.